Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10 concomitants: (B)(6) 02-020-13-0220 - truliant cr cem fem cr cem left sz 2 (B)(6) 02-020-13-0320 - truliant cr cem fem cr cem right sz 2 (B)(6) 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t (B)(6) 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t (B)(6) 02-022-51-2010 - truliant tib imp crc insert sz 2, 10mm (B)(6) 200-02-29 - three peg patella 29mm (B)(6) 200-02-29 - three peg patella 29mm (B)(6) 201-78-15 - holding pin mini sharp point 4 pk (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk (B)(6) 521-78-31 - threaded pin size 2.6 collarless 2pk. (B)(6) 521-78-31 - threaded pin size 2.6 collarless 2pk.

Event description:
It was reported that this patient's left knee was revised approximately 7 years post initial operation. Patient was revised due to the recall.

Manufacturer narrative:
H6: corrected component and investigation clinical codes.